Manufacturer narrative:
A sample nor photograph was submitted for a comprehensive product evaluation therefore it was not possible to perform a physical analysis. Without a definitive physical sample or photograph of the missing sponge and band, an exact root cause cannot be accurately determined. A previous formal investigation led to a formal corrective and preventative action (CAPA) taken to address a similar complaint. The CAPA was closed on after the reported lot number. Lot # 17b190962 was manufactured during the investigation phase of this CAPA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the product has no band to secure the sponges. The customer further reports that there were 9 sponges instead of 10 in the tray. There was no patient involved with this incident.